Manufacturer narrative:
The pump was returned to animas for evaluation and evaluated. The keypad appeared to be intact; however the up/down/ok buttons were intermittently responding to user input, and there was evidence of contamination under the key contacts.

Event description:
It was reported that the down arrow keypad button had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.